Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is properly seated and no physical damage was observed, on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed, and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, receiving a "replace sensor" message from the freestyle libre 2 sensor on the same day of application. And was unable to monitor glucose. The customer experienced sweating. And was unable to self-treat, based on their symptoms. The customer's partner obtained a glucose reading of 35 mg/dl, obtained on an unspecified meter. And provided the customer with juice and sugar as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the freestyle libre 2 sensor on the same day of application and was unable to monitor glucose. The customer experienced sweating and was unable to self-treat based on their symptoms. The customer's partner obtained a glucose reading of 35 mg/dl obtained on an unspecified meter and provided the customer with juice and sugar as treatment. There was no report of death or permanent injury associated with this event.